Event description:
It was reported that a spectrum pump has a system error 322 alarm. The technician stated that this device has been brought to him twice by nurses for this issue. The technician was able to confirm this error through the history log, but he was unable to reproduce it. He was not aware of any pt injury associated with this deficiency.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 322 was unable to be reproduced, but was confirmed through the event history log. It has been determined that the upper and lower aux were the failing components which caused this error. The upper and lower aux assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.